Manufacturer narrative:
(B)(4). The reported complaint for iab helium loss alarm is confirmed based on the customer photo provided with the complaint report. The product was not returned for investigation. The specifications were not met during the complaint investigation due to the helium loss alarm. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported "suspected iab membrane failure". Additional information states that the customer reported "there were no issues reported with insertion, and the pump had been running for several hours prior tothe alarms. He said that there is no blood visible in the gas tubing anywhere". The customer also stated that the pump was exchanged to toubleshoot the issue, however the helium loss alarms still persisted. It was reported that the physician decided not to remove the catheter. The patient's current condition is reported as "fine". No patient injury or consequence reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "suspected iab membrane failure". Additional information states that the customer reported "there were no issues reported with insertion, and the pump had been running for several hours prior tothe alarms. He said that there is no blood visible in the gas tubing anywhere". The customer also stated that the pump was exchanged to toubleshoot the issue, however the helium loss alarms still persisted. It was reported that the physician decided not to remove the catheter. The patient's current condition is reported as "fine". No patient injury or consequence reported.